Event description:
A customer requested service because the axsym power supply assembly was unresponsive and the axsym would not power on. An abbott field service engineer (fse) serviced the axsym and replaced the unresponsive power supply assembly. The fse indicated that the cause was due to a short circuit on the axsym pwa vertex vme backplane board and observed evidence of burning. The damaged pwa vertex vme backplane board was replaced. There was no report of injury or impact to patient management.

Manufacturer narrative:
(B)(4). A product labeling review found the abbott axsym system operations manual and the axsym service and support manual contain adequate information for the described issue. The review also found the safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. A historical/quality data review of 12 months of complaint documentation and a review of quality metrics, did not identify any adverse or non-statistical trend of an axsym pwa vertex vme backplane board issue. No systemic deficiency or adverse trend of an axsym pwa vertex vme backplane board issue was identified during this evaluation.